Event description:
Ff/emt's, attending an AED class, connected the device with disposable defibrillation/ECG electrodes on a classmate sitting in a chair. According to the reporter, when the analyze button was pressed the device advised a shock. The device was powered down, removed from the person and no adverse affects were reported as a result of the alleged incident.